Manufacturer narrative:
Age at time of event: 18 years older. (B)(4).

Event description:
Same case as: 2134265-2013-08548 and 2134265-2013-08602. It was reported that pullback failure occurred. During a percutaneous coronary intervention (pci), it was noted that the motor drive unit (mdu) was unable to perform its automatic pullback function. Manual pullback was attempted. The procedure was completed with another of the same device. Functional check was performed after the procedure. They were unable to determine which device had caused the pullback failure. They thought that the failure might have been caused by either mdu failure or the catheter used was mistakenly connected together with the sterile cover. Subsequently, the mdu was exchanged. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. The hub flaps appeared normal and a good click sound was heard during insertion into the mdu system. The telescope assembly was able to properly pull back, advance, and retract; the catheter was able to properly pull back manually and automatically during functional testing using a related complaint pullback sled. No issues or defects were observed during product analysis and the device met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2013-08548 and 2134265-2013-08602. It was reported that pullback failure occurred. During a percutaneous coronary intervention (pci), it was noted that the motor drive unit (mdu) was unable to perform its automatic pullback function. Manual pullback was attempted. The procedure was completed with another of the same device. Functional check was performed after the procedure. They were unable to determine which device had caused the pullback failure. They thought that the failure might have been caused by either mdu failure or the catheter used was mistakenly connected together with the sterile cover. Subsequently, the mdu was exchanged. No patient complications were reported and the patient's status is good.